Manufacturer narrative:
The console was field service at the user's facility. The system was started, self-test was passed without error. After attaching a fiber, the aiming beam was observed; its shape and size were not out of manufacturer specifications. However, adjustments were still made to achieve the most optimal results. After the adjustment to the aiming beam, the issue was resolved, and the unit was within specification. Therefore, the reported allegation was confirmed. Correction to field g2: report source.

Event description:
It was reported that the aiming beam was out of alignment. There was no patient involved.

Event description:
It was reported that the aiming beam was out of alignment. There was no patient involved.